Event description:
It was reported that the patient 's mobile power unit (mpu) was randomly losing power, and the ventricular assist device (vad) engineers were able to confirm this issue. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was evaluated at the service depot on 19nov2025. The unit was connected to ac power and booted up as intended. The mpu was connected to a test system controller and mock circulatory loop and a no external power alarm activated. The issue was traced to the patient cable. The patient cable was replaced and the unit passed functional testing. The mpu was returned to the customer for further use and the patient cable was forwarded to the product performance engineering (ppe) department. The patient cable was connected to a known working test mpu fixture, system controller, and mock circulatory loop. The no external power alarms were reproduced. The insulation of the underlying wires was tested, and the grey (rsoc voltage) wire in the patient cable was revealed to be shorting to the shield. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided. The root cause of the no external power alarms was determined to be due to damage to the grey (rsoc voltage) wire in the patient cable. Investigation also revealed, wire fatigue on the white (transmit) and black (receive) underlying wires. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the mobile power unit (mpu). Section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.